Manufacturer narrative:
Revision surgery occurred (B)(6) 2020. Exact date of revision surgery was not provided. Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that an m6-c was explanted. It is unknown if the device malfunctioned.

Manufacturer narrative:
G1: (B)(6). Manufacturer narrative: h10: it was reported to spinal kinetics the m6-c was explanted. No radiographs were provided, thus it was not possible to assess the potential role of surgical technique, placement or patient selection based on the provided information. No device, serial number or lot number was provided, therefore, a review of the lot history records for this device could not be performed. The device was not returned, therefore no device examination was performed. No microbiology or pathology reports were provided. Device malfunction could not be determined based on the limited information provided, therefore it was not possible to determine the cause of the complaint.